Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) and manufacturer representative reported that there was a broken new lead. When the hcp went to implant the lead they noticed the casing around the lead, where it connected to the electrodes that inserted into the header, was pulled back, exposing the wire in the lead. The hcp identified this by visualization. The lead was defective because the casing was pulled and the wire was showing, but the manufacturer representative didn't know if it came that way or was pulled during the case. The intervention taken was that the hcp used a different lead and the issue was resolved. The lead was never implanted and would be returned. No surgical intervention occurred or was planned. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the lead (l/n va10qsr), found no anomalies.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.